Event description:
The cement was flaking and setting prematurely. There was no adverse consequence for any pt or delay in surgery or anesthaesia time.

Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event was attributed to the environmental conditions within the o.r. And/or the temperature of the actual product and mixing equipment used.